Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a hardware error. A service engineer was onsite and identified the tube arcing was caused by a missing 5v power output. The defective components were replaced, and the system is again operating according to specifications. The material consumption of these components in relation to the installed base is monitored by the CAPA process and within defined thresholds. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT system. On (B)(6) 2023 a failure was reported due to tube arcing. As a result, a 12-year-old male, weighing approximately 110 pounds, was rescanned. No negative health consequences were reported for the child associated with the reported event. Siemens considers children as a vulnerable patient group; therefore, this report has been submitted with an abundance of caution.